Event description:
It was reported that upon a device check, the atrial lead exhibited intermittent capture, intermittent sensing, low impedance, and noise. The lead was capped and replaced on (B)(6) 2015. No patient symptoms were reported.

Manufacturer narrative:
UDI: unknown.